Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a patient discharge the information center ix would reboot/restart. The issue occurred after (B)(6) 2018. There was no patient incident.